Manufacturer narrative:
(B)(6). The subject mr290v vented autofeed humidification chamber provided with the rt266 infant dual-heated evaqua2 breathing circuit has been requested to be returned to fisher & paykel (f&p) healthcare in new zealand for evaluation. We will provide a follow up report upon completion of our investigation.

Event description:
A healthcare facility in china reported via the china regulatory authority (nmpa) that an mr290v autofeed humidification chamber, provided as a part of an rt266 infant dual heated evaqua2 breathing circuit was found leaking water from the chamber. There was no patient involvement.

Manufacturer narrative:
(B)(6). Method: the subject (B)(6) vented autofeed humidification chamber provided with the rt266 infant dual heated evaqua2 breathing circuit was not returned to f&p healthcare in new zealand for evaluation. Our evaluation is therefore based on the information provided by the healthcare facility and our knowledge of the product. Results: the healthcare facility reported that the (B)(6) chamber was found leaking water from the chamber. Conclusion: based on the information provided by the healthcare facility and without the return of the subject device, we are unable to determine the cause of the reported issue. All (B)(6) vented autofeed humidification chambers are visually inspected during the manufacturing process. Additionally, every (B)(6) vented autofeed humidification chamber is leak tested at the completion of the assembly process. Any chamber which fails these tests is rejected. The subject (B)(6) vented autofeed humidification chamber would have met the required specification at the time of production. The user instructions for the rt380 adult dual heated evaqua2 breathing circuit state the following: - do not use the chamber if the seals are not intact when received, or if it has been dropped. - perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient. - ensure there is a water supply connected to the chamber and that water is present within the chamber. - appropriate patient monitoring (e.g. Oxygen saturation) must be used at all times. - ensure appropriate ventilator or flow source alarms are set before connecting breathing sets to patient. - visually inspect breathing sets for damage (e.g. Crushed tube or cracked connector) before use and replace if damaged.

Event description:
A healthcare facility in china reported via the china regulatory authority (nmpa) that an mr290v autofeed humidification chamber, provided as a part of an rt266 infant dual heated evaqua2 breathing circuit was found leaking water from the chamber. There was no patient involvement.